Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00697. It was reported that during an ipg pocket revision (see reference MFR. Report#:1627487-2019-02628), the physician pulled the lead out of the epidural space. As a result, the lead was explanted and replaced. Effective therapy was restored post procedure. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00697.